Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a folfusor sv 2,5 had a burst reservoir during the filling with 5-fu. The medication splashed to the nurse. The nurse had gloves. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been received at baxter but not yet evaluated. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.